Event description:
Patient had angiodynamic vortex port placed in or (operation room) on (B)(6) 2024. Patient presented to ed (emergency department) (B)(6) 2024 with neck pain and swelling. CT (computed tomography) result showed deep venous thrombosis of the right subclavian, brachiocephalic, and internal jugular veins with adjacent inflammatory changes/thrombophlebitis along the right internal vein and adjacent to the right-sided port catheter insertion site. (B)(6) 2025 visit to infusion center: no blood return obtained. Based upon results will delay chemo treatment. (B)(6) 2024 portagram performed in ir (interventional radiology). Catheter check of right-sided subcutaneous port terminates in the right innominate vein. Would advise port revision.